Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). Fse was dispatched and found that intermittently vacuum pump would stay on for long periods of time and not shut off. Pump would run for over a min. Found that deg board was faulty and not telling pump when to shut off. Replaced deg board and problem was resolved. The most probable cause of the reported event was a faulty deg board.

Event description:
On (B)(6) 2017 the customer reported vacuum pump constantly running with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.